Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left superficial femoral artery interventional procedure. Reportedly, the proglide functioned properly through needle deployment. The device felt strange, but the cuffs connected, the plunger was pulled out and the suture was cut. A wire was reinserted and, as the proglide was pulled out, it broke into three pieces. There was no resistance noted during removal. The guide broke apart on both sides of the footplate. A cut down was performed. The pieces were retrieved from the anatomy. Hemostasis was achieved with surgical suturing. In retrospect it was stated, during preparation, it was thought the proglide may have been slightly bent. There was a reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide. No additional information was provided.